Event description:
A report was received that the patient had difficulty charging the ipg. It was noted that the ipg settled down in an angle deeper than the header. The patient underwent a pocket revision procedure and was doing well postoperatively.